Event description:
Prior to a normal elective replacement indicator (eri) box exchange procedure, the device was interrogated and it was found to be in backup vvi mode due to event queue overflow. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The reported event of reset related to event queue overflow was confirmed. The device was at near elective-replacement level (eri) and was in backup mode when received. The device image analysis indicated event queue overflow has occurred, consistent with an anomalous integrated circuit in the radio frequency (rf) module, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including leads impedance, sensing, pacing, and high voltage (hv) shock outputs did not identify any functional issues. The reset condition could not be reproduced.